Event description:
It was reported that a patient was revised on eight years, ten months post implantation due to aseptic loosening of the tibial component. No addtional information provided.

Manufacturer narrative:
(B)(4). G2: new zealand. Visual examination of the provided photographs identified an explanted tibial implant with wear of the stubby stem plug. The provided photographs were insufficient to complete a thorough visual examination or dimensional analysis. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiolucencies along the left knee tibial implant consistent with implant loosening, there is no fracture, bone is osteopenic the complaint is confirmed via provided radiographs. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.